Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death is unknown. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, approximated based on the date the manufacturer became aware of the event.